Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) expedium quick-connect t27 poly driver [product code: 2797-04-400, lot number: mi29224] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned for evaluation. The fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation until final failure occurred. No material defects or other abnormalities were observed in this analysis a review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the distal tip of the expedium quick-connect t27 poly driver breaking cannot be positively determined. However, fracture analysis suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation until final failure occurred. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw tightening end of driver has snapped off. No other information supplied. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.